Manufacturer narrative:
(B)(4).the sion blue guide wire and the underpad were returned for evaluation. No noticeable deformation was observed on the returned guide wire. Under the microscope, peeling of the ptfe coating along with helical scratch lines was confirmed at approximately 85cm distal to the wire end; the core of the shaft was partially exposed due to peeling of the ptfe coating. Black pleated objects found on the underpad were the same color as the ptfe coating of the returned sion blue, suggesting those were peeled ptfe fragments. Replication test was performed based on known similar events. A torque device was loosely applied on an unused sion blue guide wire so that its metal chuck would scrape the wire surface. The torque device was slid over the guide wire with rotations and removed from the test guide wire. A similar pattern of peeling of the ptfe coating was replicated on the test guide wire. Lot history review including adhesion test results of ptfe coating revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the investigation outcome, it was presumed that peeling of the ptfe coating was attributed to a torque device that had a metal chuck. When the torque device was loosely applied on the guide wire, it would scraped the wire surface to peel the ptfe coating. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, a possibility could not be completely ruled out that some ptfe coating fragments might have remained in the vasculature. No CAPA will be taken. Malfunction and adverse effects section of the instructions for use (IFU) states: abrasion of the guide wire coating.

Event description:
It was reported that foreign objects derived from an asahi sion blue guide wire was found on the underpad (blood absorbent pad) during a percutaneous coronary intervention (pci) to treat a moderately calcified 90-99% stenosis in the left anterior descending artery. No additional intervention was taken and the pci was successfully completed. There were no adverse patient effects associated with this event after the procedure.